Event description:
Technician alleged that the beds brakes would not fully engage allowing movement while in the locked position. No pt impact.

Manufacturer narrative:
The technician replaced the steering brake caster and the brake caster to resolve the issue.